Event description:
It was reported that the touch screen became blurry and hard to read. Reportedly, 21 percent of the pixels don't show. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.